Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material out of the device air/water nozzle. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
E1: state, province, or territory=blank. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material was discovered in the nozzle. The component analysis confirmed the material as resin of silicone resin, possibly silicone rubber. Silicone rubber is used for packing of air and water valve, water tank port, joint of injection tube, and other components. However, the definitive root cause of the foreign material could not be determined. The intended procedure was diagnostic and able to be completed. The device was inspected before use. The instruction manual identifies detective and preventative verbiage associated with foreign material in ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope" and ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.